Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient with one plus diffuse lamellar keratitis (dlk) superior one day post lasik. No clumping was noted. Patient reports good vision and comfort. Topical steroid dosage was increased and patient given an oral steroid. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.